Event description:
Info was received that reported a pt was hospitalized in 2009, due to an incident of diabetic ketoacidosis. Per the pt she was experiencing high blood glucose prior to the hospitalization, she became ill with vomiting. She was brought to the hospital. Upon admit, she was treated with fluids and IV insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.